Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. It was noted that the distal end of the electrode was covered in body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: product ID: 429688, implanted: (B)(6) 2012; product ID: d314trg, implanted: (B)(6) 2012; product ID: 694765, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported right atrial (ra) lead dislodged. At the time of the ra lead revision the physician discovered the pocket was infected. The leads were removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.